Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient complaint of battery tilt and pain sensation when wearing a seatbelt. The device diagnosis was neurostimulator migration. Interventions included repositioning the ins and fixing the ins on (B)(6) 2019 with two mersilene sutures so it could not move. The event resulted in in-patient hospitalization and the event resolved without sequelae that same day. Etiology was reported to be related to device/therapy, and not related to procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The intervention occurred on (B)(6) 2018 not on (B)(6) 2019. The clinical diagnosis was updated to battery tilt due to migration. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function